Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading with the adc device. The customer reported a sensor reading of 26.1 mmol/l against capillary meter result of 2.6 mmol/l, followed by a series of "scan again" messages, followed by a sensor reading of 3.2 mmol/l against capillary meter result of 3.6 mmol/l. The customer reported requiring assistance in treatment hypoglycemia by a family member due to delay caused by initial difference in readings. Please note that due to sensor measurement of interstitial glucose, sensor results may slightly lag behind capillary results, due to the physiological lag between interstitial glucose and blood glucose, especially during times of rapidly changing glucose levels. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. The issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported a high reading with the adc device. The customer reported a sensor reading of 26.1 mmol/l against capillary meter result of 2.6 mmol/l, followed by a series of "scan again" messages, followed by a sensor reading of 3.2 mmol/l against capillary meter result of 3.6 mmol/l. The customer reported requiring assistance in treatment hypoglycemia by a family member due to delay caused by initial difference in readings. Please note that due to sensor measurement of interstitial glucose, sensor results may slightly lag behind capillary results, due to the physiological lag between interstitial glucose and blood glucose, especially during times of rapidly changing glucose levels. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and crack in sensor casing was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h6 (adverse event problem) and h10 (addtl mfg narrative) were incorrectly documented in the follow up report #1. Correction has been made.

Event description:
A customer reported a high reading with the adc device. The customer reported a sensor reading of 26.1 mmol/l against capillary meter result of 2.6 mmol/l, followed by a series of "scan again" messages, followed by a sensor reading of 3.2 mmol/l against capillary meter result of 3.6 mmol/l. The customer reported requiring assistance in treatment hypoglycemia by a family member due to delay caused by initial difference in readings. Please note that due to sensor measurement of interstitial glucose, sensor results may slightly lag behind capillary results, due to the physiological lag between interstitial glucose and blood glucose, especially during times of rapidly changing glucose levels. There was no report of death or permanent injury associated with this event.